Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model:sc-23-17, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients lead had migrated as confirmed with fluoroscopy imaging. The patient underwent a lead replacement procedure where a new paddle lead was implanted. The patient was doing well postoperatively. The explanted device was discarded.